Manufacturer narrative:
No product was returned for evaluation. Device history records for the indicated production lot were reviewed and found to meet all product requirements prior to release. Additional product from the same lot was tested and found to pass all performance specifications, including needle attachment testing. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA. [(B)(4)].

Event description:
According to the reporter, during a procedure, while suturing of vaginal rupture, the needle of the suture threat dislodged during stitching. The needle was thus lost in the soft parts of the patient. The patient undergone an x-ray and an additional surgical operation to recover the needle from patient. It took more than 30 minutes to locate the fallen needle.